Event description:
Inverter board used in jaco battery pack on computer cart (workstation on wheels) located in the burn intensive care unit, caught fire necessitating suppression, fire department response, and evacuation/relocation of pts, visitors and staff. No injuries were sustained.